Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The representative reported impedances of 59 ohms on contacts 4 & 5 at 3v on the patient's ins prior to an MRI. The representative measured the impedances while palpating and manipulating the ins in an attempt to determine the cause but was unable to determine a cause. The representative reported the patient was not programmed on these contacts and all other impedances are fine. The representative reported that they and the patient were going to follow up with the healthcare provider. No patient symptoms were reported.